Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01586. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 10 months. The patient remains ongoing on lvad support. The reported event of a malpositioned inflow conduit could not be confirmed through this evaluation. The heartmate 3 lvas IFU warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump can also be found in this document. This IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that on (B)(6) 2018, the patient complained of worsening fatigue, decreased exercise tolerance and dizziness. Pump speed was increased to 5900 rpm along with lasix. The patient presented to hospital on (B)(6) 2018 for a right heart catheterization and echocardiogram, which showed concern for cannula malposition. The patient reported low flow alarms and dizziness had worsened since the last check up. During a transthoracic echocardiogram, speed was increased to 6100 rpm while patient was on left side. When rolling to his back, the pump speed dropped to 5700 rpm and took a couple of minutes to return back to 6100 rpm. On (B)(6) 2018, the patient was taken to the operating room for inflow cannula repositioning. No further information was provided.